Event description:
It was reported that five days post-op of a colon resection procedure, the patient developed a leak. The patient was returned to surgery and a pin-hole leak was found on the staple line. The staples appeared to be formed correctly. The patient was converted to a temporary colostomy. In four to six weeks the patient will be brought back to re-connect. During the original procedure, the staple height setting was on gold. The device performed as intended; there were no issues with the device during the procedure. The device was discarded.

Manufacturer narrative:
(B)(4).

Event description:
After multiple attempts to obtain additional information, no further information was provided.

Manufacturer narrative:
(B)(4). Per the surgeon, the event is result of patient related issues, not the device. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.